Event description:
It was reported that during lead implantation a durata right ventricular (rv) lead could not be screwed properly in the heart muscle. It took 12 turns of the helix to fix the rv lead and even after this, it was not secure. Capture thresholds were high as well as pacing impedance. The rv lead was exchanged with a simialr model. There were no patient consequences.

Manufacturer narrative:
The reported events were unacceptable threshold, high pacing impedance and helix mechanism issue. A complete lead was returned in one piece with helix found retracted and clogged with blood. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension was measured within specification. The cause of helix mechanism issue was isolated to helix being clogged with blood and overtorque of the inner coil. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: section h6: investigation conclusions corrected to "61 - unintended use error caused or contributed to event". H10 narrative updated.